Event description:
It was reported that during a follow up, high capture threshold was observed. X-ray revealed perforation. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.